Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set leakage at the site due to bump event on (B)(6) 2026. The infusion set was in use for three days. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.